Manufacturer narrative:
E1: patient city: (B)(6), patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient had issue with infusion set adhesive on (B)(6) 2026. The infusions set adhesive cannula pulled out by mistake. No further information available.